Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal section of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open.

Event description:
Medtronic received information that a ped2 pipeline stent failed to open. The ped2-500-25 stent was in place by pushing the phenom27 to go upper, and the stent tip was deployed at the straight section of the middle cerebral artery. The tip was deployed about 8 mm in situ and did not open smoothly. Trying to push the stent to increase tension still didn't solve the problem. The stent was withdrawn as a whole to the end of the internal carotid artery to increase tension. The distal end of the stent was in a fish-mouth shape and the stent was retrieved. Pushed the middle catheter to go upper to provide stronger support, and then deploy again. The combination of push and pull still could not solve the problem. Then withdrawal of the system. Replaced with the ped2-475-30 stent and the surgery was successfully completed. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the left cavernous sinus segment. The max diameter was 9.44mm and the neck diameter was 7.85mm. The distal landing zone was 4.32mm and the proximal landing zone was 4.78mm. Vessel tortuosity was minimal. No patient symptoms or complications were reported. Ancillary devices: phenom 27 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.